Manufacturer narrative:
A detailed review of all the lot history records pertaining to the manufacture of the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. An evaluation of the returned complaint device was performed. It was noted that stent crowns protruded from the distal outer braid which confirmed the reported information that a portion of the stent was released during the procedure. Close inspection of the protruding stent crowns found that the end crown was fractured, and five struts had become separated from the stent. Based on the information received from the complaint site, as well as the angiographic image review, there was no evidence to support that the stent fracture occurred during the procedure. Feedback provided by the physician reported that they do not believe the stent struts remained in the patient and they believed that even in the case that they were still present in the vessel, they would not cause any harm. It was concluded that this was a post-procedure stent fracture. All bonds in the returned device were intact. The angiographic images provided by the site were reviewed by the complaint investigation team. All images were of balloon angioplasties performed at various points during the procedure. The images confirmed the conditions of the vessel as reported by the physician which included a long occlusion and severe calcification. The vessel was prepared with balloon angioplasty. The proximal, middle and distal sfa segments were shown in the images. A separate image showed the left sfa following multiple stent deployments. There were four stents implanted. The short stent in the mid sfa was a bm3d stent. The other three stents possessed four radiopaque marker bands which suggested these were competitor stents. Stents were placed distally to an already implanted stent during the procedure and overlapped. This was not in accordance with the directions of the bm3d IFU which recommends that the most distal stent be placed first to minimise the risk of stent dislodgement/damage or unsuccessful delivery to the target site. There was no evidence in the images reviewed, that the separated stent struts remained in the patient's vessel. The investigation categorised this complaint as a "partial deployment, stent fracture (type ii to v)". The cause category assigned was "anatomy" due to the difficult conditions of the vessel which included severe calcification and moderate tortuosity of the vessel. These conditions would have contributed to increased friction between the delivery system components and between the delivery system and the guide/introducer sheath during deployment. The increased resistance led to the physician removing the device which was in line with the IFU. The complaint was not related to a deficiency with the device.

Event description:
On (B)(6) 2024, a physician attempted to treat the left superficial femoral artery (sfa) of a patient using a 5.0 x 150 mm biomimics 3d (bm3d) stent. The target site was described as having a long occlusion and severe calcification. A contralateral approach was taken, and feedback noted the vessel showed moderate tortuosity. A 7 french (fr) access sheath and a 0.018" boston scientific guidewire were used. The physician performed vessel preparation via balloon angioplasty. The bm3d device was flushed in accordance with the instructions for use (IFU). The bm3d device was introduced. It was reported that no resistance was experienced while advancing the bm3d device across the target lesion. Once in position, the tuohy borst valve was loosened, excess slack was removed, and stent deployment was initiated. The physician held the proximal pin luer in a fixed position during deployment. The physician released approximately 5 mm of the stent but then began to experience resistance. It was noted that the delivery system had not experienced any damage at this point. It was reported that the deployment force had notably increased. The physician then decided to remove the device and it was withdrawn without any issues. None of the stent opposed the vessel wall, which allowed for the straightforward removal of the device. The physician then continued the patient's treatment using additional devices, which were reported as being deployed successfully. The patient's outcome was reported as being positive. The initial event was reported to veryan on 27-jun-2024, but it did not meet the MDR reportable event criteria at that time. The event was categorised as a "partial deployment, stent fracture (type ii to v)" following the completion of the investigation on 14-oct-2024. The cause category assigned was "anatomy". The event was not related to a deficiency of the device. Following a review of the conclusions of the investigation on 14-oct-2024, the event met the MDR reportable event criteria.